Event description:
Ventilator became inoperable when water condensate pooled in circuit and back flowed into expiratory/inspiratory filter. The ventilator was changed. The pt was supported with bag valve mask (bvm) until a new ventilator was connected. No clinical compromise to the patient.